Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): upon analysis, a ram chip memory error was noted.

Event description:
It was reported that lia (lead integrity alert) had been triggered, and that there was noise and over 10,000 short intervals which could indicate oversensing. Upon interrogation the day of explant, it was noted that the device had experienced an electrical reset. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.